Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device received an alert due to high shock impedance measurements, measuring greater than 125 ohms on this right ventricular (rv) channel. Technical services (ts) reviewed the arrhythmia logbook and the presenting electrogram (egm) and stated that there was artifacts or noise on the egms. Ts stated that there were some variations in impedance trends and it could be related to clinical patient condition or lead calcification. Ts recommended to consider performing troubleshooting options during the next in-office follow-up and to also perform x-ray imaging of the device and lead system. This rv lead remains in service. No adverse patient effects were reported.